Event description:
It was reported that the surgeon could not properly position a (B)(4) crystalens in the patient's eye. A (B)(4) inserter was used as a delivery device. The incision was enlarged and the lens was removed. Please reference MDR number: 2031924-2012-00035 for the delivery device.

Manufacturer narrative:
The lens has been received by bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.